Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken grip cable. Additionally, the instrument was found to have damage of the conductor wire¿s insulation at the yaw pulley. There was not material missing and the conductor wires were exposed. The conductor wire insulation was damage, and the wire was frayed but not fully broken. The instrument passed an electrical continuity test. No signs of thermal damage were observed. Components adjacent to the damaged wire insulation did not show damage. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported during the da vinci pulmonary lobectomy surgical procedure, the fenestrated bipolar forceps instrument was observed to have a broken wire. No fragment fell into the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified during central processing after the procedure was completed. The instrument worked as intended during the surgery. There was no incidence of unintended energy discharge or contact during energy activation during usage. The instrument did not collide with any other instrument or tool during the procedure.